Event description:
It has been reported to philips that the system intermittently did not emit rays when the exposure pedal of the foot switch was pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was intermittently not working. Upon functional testing fse found that footswitch connection to the table was loose. To resolve the issue fse bind the wired footswitch cable using tape to ensure that the connection of footswitch was secured. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.